Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2019 with blood glucose level was 600 mg/dl at time of incident and the at the time of hospital blood glucose level was 283 mg/dl and other 200 mg/dl. The customer was assisted with troubleshooting. Customer stated that drive support cap appears to be normal. The customer was treated with insulin injection, saline solution. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such dehydration. The device will not be returned for analysis.